Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2017 with the following findings: a review of the black box showed unexplained power on resets. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The returned battery cap had stripped threads and was unable to maintain an electrical connection. The power complaint was duplicated. A test battery cap was able to fit to maintain an electrical connection. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power on reset events were duplicated at that time. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.